Event description:
On (B)(6) 2013 patient's mother reported the patient has experienced leaking at the infusion site with this box of infusion sets. Mother stated the patient wears the infusion device in his pocket. Mother reported the leak originated at the infusion site location. Mother stated the patient experienced leaking yesterday at the infusion site. Mother reported the site that was in use at the time was the patient's thigh. Mother stated the patient noticed wetness at the infusion site area. Mother reported the patient removed the infusion headset; was uncertain if the cannula was bent. Mother stated the patient uses the insertion assist device. Mother reported the patient inserted another infusion headset and that he did hear the click when attaching the infusion tubing to the headset. Mother stated she believes the concern is with the infusion headset and not the patient's body. Mother reported when the patient inserts it, she thinks it is defective. Mother stated the patient is very active. Patient discarded the alleged infusion set. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
Conclusion the complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. Result no sample was received for examination. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record # 5019858 was verified and found it within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Patient discarded the infusion set.